Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had no power. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer mentioned that the drawer was not detected on the bus. All connections were reconnected, and all functions returned to normal. The fse logged into hardware test application and tested cubies and the drawer. All drawer functions were normal, and the customer verified the device's functions. The system functioned as intended after the field service engineer repaired the device.